Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 at 6:30 am with blood glucose value of 40 mg/dl. Customer¿s blood glucose value at time of admission was 36 mg/dl. They were treated with intravenous therapy. The customer's current blood glucose value was 113 mg/dl. The customer was treated with food. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.